Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise and oversensing due to electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported.